Event description:
Device 1 of 3. See also 1627487-2010-00861. See also 1627487-2010-00862. The pt was implanted with an scs system consisting of an ipg and three percutaneous leads on (B)(6) 2006. It was reported on (B)(6) 2009 that the pt had lost stimulation gradually over one month. Lead impedance measurements found invalid readings on each of the leads. The physician explanted and replaced the leads on (B)(6) 2009. Follow-up on the pt, found her to be doing well. Two of the explanted leads were returned to the manufacturer for analysis. No further info is available.

Manufacturer narrative:
Device 1 of 3. Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The lead was returned kinked with all wires broken. Lead has outer tubing compression damage. Lead fails continuity testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.